Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2013-00425 for info related to the ventralex mesh, small circle, also implanted on (B)(6) 2007.

Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2007, the pt was implanted with a bard ventricular hernia patch, small circle and a ventralex hernia patch, medium circle to repair a ventral hernia defect. On (B)(6) 2011, the pt's hernia patches failed. The pt underwent surgery to explant the hernia patches. During surgery, the pt's surgeon found that the pt's bowel had "adhered to the superior mesh repair, necessitating resection." At this time the surgeon entirely removed both patches. The attorney's report alleges disability, pain, add surg, adhesions, defective mesh, explant.